Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as being due to a touch contamination by the patient which happened due to being in a rush to start and finish the dialysis treatment. The peritonitis was manifested by feeling ¿sick¿ (not further specified). The patient was not hospitalized for the event. The patient began treatment for the peritonitis with gentamicin (intraperitoneally for two weeks (start and end of therapy dates were unknown), dose and frequency were not reported). On an unknown date, the patient was recovered from the peritonitis event. No further information was provided regarding if dianeal and extraneal therapies were ongoing. No additional information is available.